Event description:
It was further reported that target lesion 1 was 15mm long with 0% residual stenosis following stent placement. Target lesion 2 was 8mm long with 0% residual stentosis following stent placement and post-dilatation. Following the stenting procedure, angiography of the left subclavian artery demonstrated 90% stenosis at its origin , accounting for the discrepancy in intra-arterial pressures, between the left and right arms. During this hospitalization, the patient was also treated with IV antibiotics for a right lower lobe pleural effusion. The patient was discharged the next day. 53 day after the initial procedure, during the 6 month follow-up period of the study the patient expired. According to family members, she was not hospitalized and died of an "infection". The site has been unable to obtain any further information, death certificate is pending.

Event description:
Clinical study: same case as 6000093-2005-1487. Fifty five days after a coronary artery drug eluting stenting procedure the pt expired. Lesion 1 was a 3.5mm, 85% stenosed portion of the distal right coronary artery (dist rca) previously bypassed. The physician treated the lesion with direct stenting and successful placement of a taxus express2 8.8% 3.50x16mm drug eluting stent in the target lesion. Lesion 2 was a 2.5mm, 70% stenosed portion of the dist rca. The physician treated the lesion with direct stenting and successful placement of a taxus express2 8.8% 2.50x8mm drug eluting stent in the target lesion. There were no known complications. The pt was discharged 2 days later on plavix and aspirin. 55 days after the initial procedure the pt expired. There was no autopsy. In the opinion of the physician the cause of death was sepsis and the target vessel was not involved.